Event description:
It was reported that the precision test failed. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion (uso) seal was breached and sunken in one spot. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing was not able to replicate the customer reported issue. The investigation was not able to determine the cause of the reported problem. The pump will undergo preventive service and secondary repairs.